Event description:
The customer reported that the 840 ventilator shut down while in use on a patient. The nellcor puritan bennett customer service engineer (cse) could not duplicate the reported event. There was no report of any patient harm or injury. The cse replaced the breath delivery printed circuit board as a precautionary action. The unit passed all acceptance test criteria.